Manufacturer narrative:
This report is submitted on march 9, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 during the removal of a cholesteatoma. It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 5, 2020.